Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
The healthcare professional reported left-side "deep folds, periprosthetic liquid" and "contracture" baker grade iii. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease folding of implant: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.